Event description:
It was reported that, during a meniscal repair procedure, there was difficulty with the execution of the implants of two(2) ultra fast-fix suture systems. Rather than deploying the first implant by piercing it through the meniscus the deployment knob was pressed thus resulting in a faulty second anchor deployment. After review with the surgeon and speaking to the s+n tech team of the steps for execution, they were executed incorrectly. All anchors and suture were removed from the patient, nothing remained inside. The procedure was completed with a non-significant delay by changing the surgical technique (cleaning up the meniscus by shaving down and creating a smooth inner meniscus ridge). No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: additional information: b5 event description.

Event description:
It was reported that, during a meniscal repair procedure, there was difficulty with the execution of the implants of two (2) ultra fast-fix suture systems. Rather than deploying the first implant by piercing it through the meniscus the deployment knob was pressed thus resulting in a faulty second anchor deployment. After review with the surgeon and speaking to the s+n tech team of the steps for execution, they were executed incorrectly. All anchors and suture were removed from the patient using graspers, nothing remained inside. The procedure was completed with a non-significant delay by changing the surgical technique (cleaning up the meniscus by shaving down and creating a smooth inner meniscus ridge). No further complications were reported.

Manufacturer narrative:
H10: additional information: h6: health effect - impact code. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.